Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient electrocardiogram (EKG) showed a tachycardia. It was also reported that this was likely a pacemaker mediated tachycardia (pmt). The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.